Manufacturer narrative:
It was reported the switch emitted sparks. Upon examination, a resistor on the circuit board failed after being shorted by the heat sink. At our request, the MFR of the switch made changes in (B)(6) 2010, to reduce the possibility of components shorting, by insulating and strengthening connections.

Event description:
It was reported the switch emitted sparks.